Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed that the defib conductor was distorted, several conductors were distorted, the outer insulation was torn and breached/cut. The returned stylet was also bent.

Event description:
It was reported during the implant procedure that the lead's helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.